Manufacturer narrative:
Visual evaluation of the returned device found some minor scratches on the cover and sides of the unit; otherwise the unit appeared to be in fair physical condition. All knobs and switches functioned properly. All internal and external connections were checked and were found to be in good working order, and the unit passed the electrical evaluation within all parameters. The condition of the returned device was not consistent with the complaint of "the unit appears to be lightly shocking patients"; the complaint was not confirmed. An intermittent or loose connection can result in the generation of low-frequency current components, which can result in muscle stimulation. However, all connections were checked and the unit passed the endostat ii return evaluation. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. A labeling review was performed and no anomalies were found.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of unit shocking patient. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer reports # 3005099803-2011-00477 and 3005099803-2011-00478 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an active cord, and a gold probe were used during a procedure performed on (B)(6), 2011. According to the complainant, the generator appeared to be shocking the patient near the end of the procedure, which was completed with this endostat ii electrosurgical unit. Following the procedure, the biomed performed electrical safety tests on the console and the foot switch, both of which passed (the account alleges no malfunction of either device). The active cord was also inspected, and although no kinks or exposed wires were noted to the exterior, it was reported that cracks and pops could be heard when the cord was bent, indicating worn wires inside. The biomed suspected the issue was caused by the active cord or the gold probe, although it is unknown if the gold probe that was used was in fact a bsc device.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer reports # 3005099803-2011-00477 and 3005099803-2011-00478 address the other devices. It was reported to boston scientific corporation that an endostat ii electrosurgical unit, an active cord, and a gold probe were used during a procedure performed on (B)(6) 2011. According to the complainant, the generator appeared to be shocking the patient near the end of the procedure, which was completed with this endostat ii electrosurgical unit. Following the procedure, the biomed performed electrical safety tests on the console and the foot switch, both of which passed (the account alleges no malfunction of either device). The active cord was also inspected, and although no kinks or exposed wires were noted to the exterior, it was reported that cracks and pops could be heard when the cord was bent, indicating worn wires inside. The biomed suspected the issue was caused by the active cord or the gold probe, although it is unknown if the gold probe that was used was in fact a bsc device.